Manufacturer narrative:
Product event summary: analysis could not duplicate the reported event, but it was found that the device did not start up. The main board required an update and replacement. The device was checked, calibrated and cleaned. The device then passed all tests. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the display was defective. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.